Event description:
It was reported this ureteral stone retrieval basket datached from the catheter into the pt's common bile duct upon advancement for a stone retrieval procedure. Attempts to retrieve the basket with a snare were unsuccessful. Surgical retrieval of the basket and stone were uneventful. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed resistance was encountered advancing this basket. It was also indicated this ureteral stone retrieval basket was used in the common bile duct. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.